Manufacturer narrative:
The complaint allegation is confirmed. Based on the images and video received from the field for evaluation, it was observed that the white loop tightrope® ii rt, with deploying suture was torn. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightrope integrity failed. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with different devices (ar-1390h-25 + ar-1400h-35) and by using screws instead of buttons. It was not necessary to do a second surgery.